Manufacturer narrative:
A field service was performed, an inspection of the system was performed the debris shield was not blown, the fiber focus lens was ok. The system passed the test. Then a little adjustment was performed to aligned on each channel. After the field service analysis, the cause of the issue reported could not be found, since there were no error or problems during the service visit. Based on the information available, the investigation conclusion code selected for the complaint is no problem detected. H3 impact code: correction

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, four fibers were burned. The procedure was cancelled, and the patient was treated with another device partially. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, four fibers were burned. The procedure was cancelled, and the patient was treated with another device partially. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.